Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor and there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. Visual inspection found outer insulation cuts and blood ingress on proximal conductor. According to the finding and the anomalies described in the event and due to the length of implant, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant. The outer insulation breach is likely the cause for the electrical complaints.

Event description:
It was reported that the right atrial (ra) lead's sensing had diminished since implant and the right ventricular (rv) lead thresholds had risen since implant and were high. The leads also were causing a venous occlusion and had to be moved to perform a venoplasty of the vein. The leads were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.